Event description:
Since the essure was put in the pt she has had severe hip and lower back pain, pelvic pain, sharp pain that starts in the chest and travel to her right leg. Also complaining of severe cramps and heavy bleeding during cycle. Last 4 weeks she also has metal taste in mouth.